Manufacturer narrative:
The device was not explanted and was therefore not available for evaluation. A correlation between the device and the reported cerebral bleeding could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The event occurred at (B)(6). The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to an external hospital on (B)(6) 2016 with intracranial bleeding. A shunt operation was performed. The patient was transferred to the implanting center on (B)(6) 2016 where a cranial CT scan revealed that the shunt was occluded. The shunt was reopened. The patient¿s general condition deteriorated, becoming hypotensive and requiring inotropic support. The patient had cardiac arrest and expired on (B)(6) 2016. No additional information was provided.